Event description:
I received invisalign aligners on (B)(6) 2012 at approx 12pm est. On (B)(6) 2012, I noticed that I was exceptionally thirsty with a white film on my very dry tongue. That day I drank 5-6, 20 oz cups of water. On a normal work day I drink 1-2 of those cups. On (B)(6) 2012 at approx 9am est, I woke up with severe itching. Upon inspection of my body I had severe hives on my neck, ears, scalp, wrists, back, stomach, hips, and right thigh. I also had facial and tongue swelling and my right wrist was almost indistinguishable from my hadn due to the swelling. I immediately took 2 benadryl which did not relieve my symptoms. At approx 6 pm I went to (B)(6) to receive treatment. I was immediately placed on prednisone and told to continue with the anti-histamines as well. Throughout this time I did not remove my aligners with the exception of eating and brushing my teeth as instructed. On (B)(6) 2012, my symptoms were minimally better, the hives were still present, but the swelling in my wrist had subsided. I continued with benadryl and prednisone as instructed and went to work. At about 5pm that evening, I finally took my aligners out. My symptoms had not significantly improved and the aligners were the only thing new to my daily life. I had not eaten new foods, taken new medications, or handled new materials. On (B)(6) 2012, my symptoms had greatly improved, the swelling was down and only 10 hives remained. On (B)(6) 2012, I had 4 hives - which are subsiding. At 8:30 am on (B)(6) 2012, I reported my symptoms to my orthodontist who asked me to come into the office. I saw him on (B)(6) 2012 at 4:30 pm - showed him the pictures of the hives and described my experience. I was told that the rep from align technologies claimed that this type of allergic reaction had never happened before. Dose or amount: 1 upper and 1 lower tray. Frequency: 22 hours a day. Diagnosis or reason for use: orthodontics.